Manufacturer narrative:
Maquet service has been dispatched to investigate. Additional information will be provided in a follow-up report. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that during a surgical procedure, a sterilizable handle fell off the surgical light and landed in the sterile filed. No injuries were reported. (B)(4).